Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure, the lead was accidentally cut by the physician. The lead was capped as a result. No patient complications have been reported as a result of this event.